Event description:
Reporter stated the customer experienced hyperglycemia and believes the bolus delivery of the infusion device is inaccurate. The blood glucose monitor shows a 6.0 unit bolus was delivered at 12:48 p.m., and the infusion device shows it was a 1.5 unit bolus. No error messages were displayed. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.